Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive during a procedure. The user reported that the touch screen controlled the pump, changed settings and opened the menu page on its own. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) performed an in-house investigation on a returned display with the following results. A visual and functional tests were performed to reproduce the reported issue. Root cause was found to be fluid penetrated into the capton tail. This is due to a leak of the tail.